Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, abdominal pain, nausea, vomiting, small bowel obstruction, small bowel "tethered" and "adhered" to mesh as well as chronic walled off abscess adherent to the mesh near the umbilicus. Post-operative patient treatment included exploratory laparotomy and extensive lysis of adhesions.